Event description:
Pt underwent right total knee arthroplasty at another facility during 1987. The pt did well until approx one yr ago when she began to develop progressive pain, which decreased her activites of daily living. She experienced recurrent effusions of the knee with increasing varus deformity. The pt had no signs of infection. She was admitted to the hosp for replacement of her right total knee.